Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flogard IV set disconnected from the chamber. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the device was received for evaluation. A visual inspection identified that the tube was separated from the drip chamber. Upon closer inspection it was found that the tubing was fully inserted into the drip chamber. The cause of the separation could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.